Event description:
It was reported that the ventilator delivered volumes that were too high and had pips that were too high for the set pressures while connected to the patient. There was an audible alarm when the reported problem occurred. The patient was removed from the ventilator.

Manufacturer narrative:
Na